Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the universal surgical manipulators (usm) 1 and 4 experienced non-intuitive motion. The surgeon observed usm movement without any inputs from the master tool manipulators. The issue occurred for a slight moment; there were no errors on the system related to the issue. The customer was able to continue the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue. The fse ran the test and performed calibration. The system was verified and ready to use.